Event description:
The reporter stated that he did back to back blood glucose testing. His results were 34,68,and 78mg/dl, using different finger sticks. He did not have any symptoms. A control test of 120 was in range (96-145). The lifescan representative trained the reporter on checking the back of the test strip before insertion and on test strip coverage. On followup, better results were being received.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8